Event description:
Customer reported via email that buttons on the pump, specifically the wake button, were hard to press. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.